Manufacturer narrative:
It was reported that the customer experienced oxygen desaturation when using the life2000 device with their own 3rd party oxygen concentrator (devilbiss homefil). It was also reported the life2000 device worked as designed when used with the customer's own oxygen tanks. The level of desaturation was not reported, however, no additional symptoms occurred and no medical intervention was required. During troubleshooting with a hillrom clinical support specialist, the customer was advised to connect the life2000 device to their concentrator using their own 50' high flow oxygen tubing instead of the 50' combo hose provided with the life2000 device. Once this modification was performed, the device was tested, and it functioned as designed as the patient's spo2 maintained in the expected range (over 90% during activity with 6-8 lpm). It was also noted that the customer is currently using the device with their own 50' tubing and hillrom's 50' inlet tubing, and he's happy with the therapy results. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device instruction for use note the following warning: if the breathe technologies life2000 ventilation system is not functioning properly, respiratory therapy may be compromised and may result in patient harm or death. Always have an alternate means of ventilation or oxygen therapy available. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, it was reported that the customer¿s oxygen level was clinically below the expected range during life2000 therapy (spo2 < 90% ), the change was temporary and the customer was able to use the device when connected to their oxygen tank. No other sign or symptom of distress was reported, and no medical intervention was required, concluding that a serious injury did not occur. Additionally, the exact cause of the reported event is undetermined at this time but thought to be contributed to the interaction between the life2000 system and the customer's oxygen concentrator, as the device functioned as designed when connected to the customer's concentrator via the customer's own oxygen tubing instead of the combo hose provided with the device. If a similar event had to recur, it would likely cause or contribute to a serious injury or death.

Event description:
It was reported that the customer experienced oxygen desaturation when using the life2000 device with their own 3rd party oxygen concentrator (devilbiss homefil). It was also reported the life2000 device worked as designed when used with the customer's own oxygen tanks. The level of desaturation was not reported, however, no additional symptoms occurred and no medical intervention was required. This report was filed in our complaint handling system as complaint #: (B)(4).